Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer head failed all uplink tests and had intermittent telemetry. The cable was replaced to resolve. It was further noted that the lens was cracked and the label was delaminated. The upper case and label were replaced to resolve. The head then passed functional and system tests and no other anomalies were observed. Concomitant: product ID r2290 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.